Event description:
Following receiving juvederm volumna jaw filler, I had a severe inflammatory reaction on my right jawline and cheek. I was put on an antibiotic and three weeks of steroids. After completing the treatment, the left side of my face mirrored the same severe inflammation.